Event description:
Low impedance and oversensing were reported, and a polarity change message was noted at follow-up. There were also signs of lead damage on x-ray. The lead was capped. No patient complications have been reported as a result of this event.